Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety-product/procedure, capsular contracture baker grade iii.

Event description:
Patient reported a right side exchange of textured device due to patient's concern with product. Healthcare professional later confirmed implant removal from textured to smooth due to the concerns of the product. Patient additionally reported "I have been having some issues and I am trying decide if I want to replace them or not". Healthcare professional later reported a capsular contracture baker grade iii. Device remains implanted.

Event description:
Patient reported a right side exchange of textured device due to patient's concern with product. Healthcare professional later confirmed implant removal from textured to smooth due to the concerns of the product. Patient additionally reported "I have been having some issues and I am trying decide if I want to replace them or not". Healthcare professional later reported a capsular contracture baker grade iii. Healthcare professional additionally reported "thick capsule and damaged with scalpel." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety product/procedure: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure particles, wear abrasion, delamination, 1 opening and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Patient reported a right side exchange of textured device due to patient's concern with product. Healthcare professional later confirmed implant removal from textured to smooth due to the concerns of the product. Patient additionally reported "I have been having some issues and I am trying decide if I want to replace them or not". Healthcare professional later reported a capsular contracture baker grade iii. Healthcare professional additionally reported "thick capsule and damaged with scalpel." Device has been explanted and replaced.